Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: h 6. Health effect - impact code additional information was requested, and the following was obtained: 1. What is the date of index surgical procedure? =>(B)(6) 2022. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? =>to address active bleeding. 3. Where was the surgicel used (on what tissue)? =>thyroid tumor extraction department. 4. How much surgicel was used during the procedure? =>3g. 5. Was the surgicel product left in place? Was the excess surgicel powder irrigated and removed? =>the surgeon left the surgicel powder and clogged the wound. He did not wash and remove the excess powder. 6. Were current symptoms following the index surgical procedure? Onset date? =>2 day later of initial operation, the pain was confirmed and the drainage volume was recreasing. 7. Has any surgical or medical intervention been performed? =>the surgeon reopened the operation side and removed the drain. 8. Does the surgeon believe the adhesions were attributed to the surgicel powder? =>yes, it's because the surgeon confirm the powder was clogged at the tip of the tube. 9. When were the adhesions observed? =>(B)(6) 2022. 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? =>we did not have opinions from the surgeon about this ae case. However, the surgeon asked the sales rep explain the proper use and IFU contents in hospital conference. 11. What is the patient¿s current status? =>the patient discharged. The patient¿s condition is stable 12. What date did the reaction occur on)? =>(B)(6) 2022. 13. Was there any medical or surgical intervention performed to treat the patient (product removed; additional intervention; prescription medication)? If so, please specify.=>the surgeon reopened the operation side and removed the drain. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative paralysis? 7. What is the users experience w/ surgicel powder and other hemostatic agents? 8. If medication was required, please clarify if it was prescription strength this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? What date did the reaction occur on (dd/mm/yyyy)? Was there any medical or surgical intervention performed to treat the patient (product removed; additional intervention; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used? What is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision and multi-vertebral stenosis procedure on an unknown date and absorbable hemostat was used. Oozing during decompression was stopped with the absorbable hemostat. After spraying, the area where compression hemostasis could be done with gauze was done. After hemostasis was confirmed, washing was done. Two days after surgery, the drain was removed in the morning, and the leg became paralyzed from the evening. The adhesion was also severe. A postoperative hematoma was confirmed by MRI. The foot paralysis due to postoperative hematoma. Numbness still remains. There was no reoperation due to postoperative hematoma. The patient is under follow-up observation. No adverse patient consequences were reported. Additional information was requested.